Event description:
User facility reports one incident of leak in the pump segment tubing which occurred 2 hours into dialysis treatment. Ebl= 3 ml. Evaluation of the actual complaint sample indicates damage to the tubing caused by the machine pump roller. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Na